Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of qrs complexes. It was further reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) and false pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.